Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Total patients involved: 35 (19 male, 16 female, age 44-84, mean age- 67.9 years) procedure- balloon kyphoplasty it was reported in the literature titled ¿mechanical cavity creation with curettage and vacuum suction (q-vac) in lytic vertebral body lesions with posteriorwall dehiscence and epidural mass before cement augmentation.¿ that a total of 35 patient diagnosed q-vac technique in thoracic and lumbar (from t1 to l5) extreme osteolysis before vbs cement augmentation. Observed extravertebral cement leakage on postoperative CT in 34% of cases, but with no clinical consequences. Lytic lesions were related to solid tumor metastases in 27 cases and multiple myeloma in 8. In 21/35 cases, an extraosseous epidural mass was present on preprocedural imaging. No patients experienced periprocedural respiratory problems nor new or worsening neurological deficit. All treated vertebral bodies were stable at follow-up imaging, without secondary height loss.